Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(6) reports an event as follows: it was reported that on (B)(6) 2019, a screwdriver shaft hexagonal could not be removed from the torque limiter during an unknown procedure. There was no surgical delay. Surgical procedure outcome is unknown. There was no impact to the patient. This report is for a screwdriver shaft hexagonal. This is report 1 of 1 for (B)(4).